Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was found to be dislodged four days after the implant procedure. Loss of capture was also exhibited. At this time, it is unknown if the patient experienced asystole episodes greater than 2 seconds. Physician decided to replace the lead. No additional adverse patient effects were reported. Lead is not expected to return.